Event description:
The event is reported as: customer alleges: the balloon of a foley catheter will not deflate. Defect was detected before use on a pt. No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.